Manufacturer narrative:
A modified power base unit cable was placed on the pt. The system controller did not exhibit signs of damage. The pt is ongoing with the lvad and the system controller remains in use. A review of device history records showed no deviations from manufacturing or qa specifications. No further info is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was requested by the vad coordinator that the manufacturer review the log files of the system controller, as the hospital was concerned that the controller may have been damaged due to a compromised driveline. During the review of the log file, it was noted that there were events recorded with pump stoppage, consistent with the suspicion of a compromised pump drive line. The system controller did not exhibit signs of damage. The manufacturer forwarded a modified power base unit cable to the hospital, which was placed on the pt and the system controller remains in use.